Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance, high thresholds and loss of capture. The lead was explanted and replaced on (B)(6) 2013.